Event description:
The cap did not tear easily to open the blood flow and enable connection to bypass cannula. The procedure calls for insertion of the aortic cannula, suturing it in place and removal of cap for connection to bypass. The surgeon attempted to tear the cap off for approximately 2 minutes and eventually successful. The surgeon had to use the scalpel to pry it off. There was no patient harm.